Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, dexcom was made aware that on (B)(4) 2018 the pt reported the phone app was not finding the current transmitter. No data or product was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.